Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the product was returned without the original package. Traces of dried blood residue were noted on the outer surface of connector, no visual anomalies were noted. The product was electrically tested and found to be within visual/electrical specification. The cause for the reported difficulty could not be determined, since the unit was functional and in specification.

Event description:
Temporary prevenous pacing lead did not deliver pacing impulse.